Event description:
The customer called and reported his blood glucose was over 600 mg/dl. The customer had received a no delivery alarm on the insulin pump, which was resolved by a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.